Manufacturer narrative:
Duragen (id3301i) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. Upon consultation of this complaint with scientific affairs it is concluded that this adverse event could not have been caused by the duragen product based on the following feedback: ¿¿ presence of duragen in the first week of surgery, or so, will initiate clotting if a bleed occurs and will limit the extent of the hematoma which can be life-saving. Anecdotally, surgeons have told us that this is a life-saving property of duragen, despite not being part of the indication or IFU. After approximately 2 weeks of implementation, the duragen has become part of the patient¿s tissues and will then be a neutral participant in a bleed. Post-surgical bleeds are the result of surgery or condition of the patient. There is no causal link for duragen, and if this occurred within a week of surgery duragen likely played a very positive role in limiting the size of the hematoma.¿ in conclusion, no root cause was identified since reported condition is not related to the duragen products family.

Event description:
A physician reported that a female patient in her 50's with an unruptured cerebral aneurysm underwent a clipping procedure and later developed epidural hematoma after duragen (id3301i) was placed. Hematoma removal and duragen removal was performed on an unknown date. The autologous dura was also grafted on an unknown date. Currently, the patient has recovered.